Event description:
Reported false positive flu a result for 1 symptomatic patient. The customer communicated the result was confirmed negative by molecular (pcr testing). The customer communicated the result was 1 out of more than 100 tests run. An additional patient event was communicated which is captured on a separate report.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email and phone.